Event description:
Information received by medtronic indicated that the insulin pump had a motor current error detected alarm. Customer was able to clear the alarm but was not able to complete the rewind of the insulin pump. No harm requiring medical intervention was recorded. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged pump error alarm found on (B)(6) 2022. Pump passed the self test, active current measurement and sleep current measurement. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and dat due to a constant pump error alarm during the rewind test. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found slight corrosion on the pcba1, pcba2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error alarm was recorded and found in the formatted history file on: 07/28/2022 03:14:00.000 to 07/28/2022 03:56:40.000 10/14/2022 15:12:47.000 no pump erroralarm on the formatted history file noted. Force sensor zero offset within specification (24.0 mv). A constant pump error 39 alarm during the rewind test was confirmed due to slight corrosion on the pcba1, pcba2 and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. A constant pump error 39 alarm during the rewind test was confirmed due to slight corrosion on the pcba1, pcba2 and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.